Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, not provided. If explanted, give date: not applicable as the lens remains implanted and therefore not explanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the insertion into the eye of an intraocular lens (iol), one of the haptics was stuck behind the optic. Reportedly, the lens was prepared correctly and there were no problems while advancing the lens through the delivery system. There was a small delay in the surgical procedure but the lens was implanted and to date it remains implanted in the patient's eye. No injury was reported. No further information was provided.